Event description:
The user facility reported a 43-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. During the attempted delivery the graft failed causing an artery dissection. A bypass intervention was required and the procedure was abandoned.

Manufacturer narrative:
The impella device was not returned by the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported vascular damage - great vessel and delivery issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported vascular damage issue could not be determined. The cause of the delivery issue was most likely due to the patient condition. This report is being filed as part of a retrospective review of historical records.